Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the treaded tip of the retaining sleeve broke off during surgery. There was no harm to the patient. The surgery was prolonged maximum 5 minutes. This is report 1 of 1 for complaint (B)(4).